Event description:
Baxter germany reported "leaky tubing on the set, maybe due to a broken twist clamp" with the transfer set. This was noted during use with no pt injury or medical intervention required according to the complaint coordinator.